Event description:
It was reported: the treatment was administered in (B)(6) 2011. Initially it was reported that the patient has a "dent" in her cheek.

Manufacturer narrative:
Confirmed on (B)(6) 2012, mark still present.